Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had very low impedance indicating an insulation breach. The lead threshold jumped acutely and it was not capturing. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.